Event description:
Canadian home patient (hp) reports patient line of homechoice set accidentally disconnected from hp's transfer set in initial drain of treatment on the homechoice machine. Hp discontinued treatment and set up new supplies. Affiliate reports no patient injury as a result of incident.